Manufacturer narrative:
The connections between the lines and solution bags were not secured prior to starting the therapy, which caused the alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis therapy. During the troubleshooting, it was determined that the connections between the solution bags and the lines were loose. The patient clarified that they did not secure the connection to be tight, which led to the loose connection. The technical service representative (tsr) assisted the patient with clearing the alarm by cycling the power on the device. The tsr assisted the patient with ending the therapy and reviewed the proper setup procedures. There was no patient injury or medical intervention associated with this event. No additional information is available.